Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 470 mg/dl at the time of incident. The customer reported that the alarm was resolved by a complete set change however they went to the emergency room for 5 hours and discovered that the drive support cap was normal. Troubleshooting advised that no delivery was most likely the result of an occlusion. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised that a tubing clamp will be sent to them and to call back when received, for further troubleshooting.